Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a patient to expire. In the previous report, h1, h7, and h9 were omitted. They are corrected on this report.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused the patient to expire. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer could not confirm the complaint of possible patient harm and could not determine the cause for the complaint. The sensor board tested defective during bench testing and it was scrapped. In this report, section d9, h3, h6 has been updated.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to expire. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.